Event description:
Reporter indicated that the pt's generator was explanted due to infection. Site later reported that there was no active infection, but that the pt's generator had eroded through the skin. It was reported that the device had moved down further into the axillary region. The pt developed some skin breakdown over the displaced generator. There was a "contamination" reported as a result of the skin erosion.